Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of over 500 mg/dl but the reporter was unable to provide a specific blood glucose level or symptoms the patient was experiencing. The patient was in an outpatient clinic at the time of the alleged blood glucose excursion, but there was no information provided as to the reason for the visit. The reporter reviewed the pump and noticed that the time setting was off for the pump. There was no known cause for the time difference. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump.